Event description:
During baxter's functionality testing of a spectrum pump, it failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Initial functional testing of the device experienced an undetected upstream occlusion. Further eval was unable to reproduce the problem. The device was tested per the spectrum operators manual as well as at add'l rates for occlusion detection capabilities and was found to function per spec.